Manufacturer narrative:
The event unit was returned for evaluation, without the tissue retrieval bag. Additional information to clarify the event was requested, but unavailable. The exact root cause of the customer's experience could not be confirmed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appy- "when pkg opened blue "button" that is between the bag and the handle fell off or was off." Patient status - "no patient injury."